Manufacturer narrative:
B3, d6a: date estimated. D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. It should be noted that the mitraclip instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, it is undetermined whether the patient morphology/pathology and thus off-label use of the device contributed to the slda. All information was investigated and a cause for the reported slda cannot be determined. The reported tr is related to slda. There is no indication of a product issue with respect to manufacture, design or labeling.b5: mitraclips (not triclips) were implanted on the tricuspid valve.

Event description:
Clarification: mitraclips (not triclips) were implanted on the tricuspid valve.

Event description:
In the first procedure, (B)(6) 2018, mitraclips were implanted on the tricuspid valve. In the second procedure, (B)(6) 2021, triclips were implanted on tricuspid valve.

Manufacturer narrative:
Nab5: rescind correction noted on medwatch-fu#1. The corrected information in b5 is as follows: in the first procedure, (B)(6) 2018 mitraclips were implanted on the tricuspid valve. In the second procedure, (B)(6) 2021, triclips were implanted on tricuspid valve.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that the initial triclip procedure was performed in (B)(6) 2018, to treat tricuspid regurgitation (tr). Two mitraclips were implanted. At a later date the patient returned with the tr increased to 3. It was noted the central clip had detached from the septal leaflet (single leaflet device attachment (slda)). A second procedure was performed on (B)(6) 2020. One clip was successfully placed on the anterior/septal (a/s) leaflets, stabilizing the slda clip. A second triclip delivery system (tcds) was advanced and placed on the valve however the septal leaflet stuck to the clip/gripper. The clip was deployed on the a/s leaflets as it could not be removed. A third clip was implanted on the posterior/septal leaflets, reducing tr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.